Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced high blood glucose with a blood glucose value of 400 mg/dl at the time of the event. The customer was treated with the manual injection/insulin pen. Troubleshooting was performed and found that the insulin pump was used within 48 hours. And the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.